Event description:
The user facility reported that a portion of the wire "broke" during removal from the packaging prior to a procedure. The following information was provided by the user facility: the guidewire became separated during removal from the hoop during preparation; and the wire was not used on the patient.

Manufacturer narrative:
(B)(4). The involved device was returned and evaluated. Examination confirmed: the wire has become unraveled at the distal end, exposing the core wire; the coil wire appeared to be stretched and kinked in several locations along the unraveled portion of the device; and the tip of the unraveled distal portion of the device appeared slightly separated from the coil. Examination and testing of reserve samples confirmed no evidence of abnormalities or defects and performance specifications for resistance to fracture were met. A review of the complaint files confirmed that this lot number has not been reported previously. The cause of the reported event cannot be definitively determined based upon the available information. All available information has been placed on file in quality assurance for appropriate tracking, trending, and follow-up. (B)(4).